Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2025 at 7:00pm. On at 4:13am on (B)(6) 2025, the sensor failed. The patient felt sick and did not have a glucometer to monitor his blood sugar. The patient decided to go to the hospital and when they arrived at the hospital, they checked the patient's bg and it was 502 mg/dl. The patient was treated with liquid IV and was in the hospital for 4 hours. After leaving the hospital, his bg was 207 mg/dl. At the time of the report, the patient was doing okay. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional event or patient information is available.